Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by both corners and the plunger case was cracked. A review of the event history log identified motor rate error and super cap post alarm. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated and the super cap post alarm was found during the power up process. The root cause of the problem was related the design. Replaced leadscrew, clutches, worm coupling and the main board. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that motor rate error and super cap post error occurred. No patient injury was reported.